Event description:
It was reported via repair work order that the fowler would not lay flat due to the fowler link bracket being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.